Event description:
It was reported that during a pta / stenting treatment procedure involving the right iliac, the express-biliary ld 10.0x30x75 cm stent detached from the delivery balloon and was subsequently deployed at a non-target site. The surgeon introduced the stent delivery system through the sheath, over an .035" wire, then decided to switch to a havier wire. As he pulled the stent back into the sheath, it dislodged from the balloon due to the tip of the sheath catching the stent and causing it to slide off of the balloon. The physician used a .014" balloon system to expand the stent at a location distal to the target lesion. He then successfully deployed an express-biliary ld 10.0x37x75 cm at the target location. The pt's status is reported as 'fine' , with no complications.

Manufacturer narrative:
The device has not been received for analysis, as of the date of this report.